Event description:
An (B)(6) male pt contacted zoll lifecor customer support to report that his monitor displayed a message indicating there was a problem with his battery. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has not yet been completed. The reported problem (battery faults) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery. The pt received a replacement battery pack.